Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that the patient experienced muscle stimulation. The right atrial (ra) lead exhibited variable and high thresholds, high impedance, and over-sensing.. The right ventricular (rv) lead had oversensing with a history of noise. The rv lead was programmed to unipolar configuration some time ago. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.